Manufacturer narrative:
Images were provided to gore for analysis and showed the following: images provided are post-implant cta, non-contrast and arterial phase dated april 22, 2019. There appears to be a lack of wall apposition and focal calcium within the proximal 15 mm of the implanted device. There appears to be contrast outside of the device on the arterial phase. There appears to be a patent ima present. There appears to be a patent lumbar present. There appears to be an endoleak of indeterminate origin.

Manufacturer narrative:
According to the instructions for use (IFU) for the gore® excluder® aaa endoprosthesis; adverse events that may occur include, but are not limited to include: endoleak. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2019, this patient underwent treatment for an abdominal aortic aneurysm and was implanted with two gore® excluder® aaa endoprostheses. On (B)(6) 2019, the patient complained of abdominal pain. Computed tomography revealed a suspected proximal type I or fabric type iii endoleak. On (B)(6) 2019, the patient underwent re-intervention to treat the unknown endoleak. During the procedure, the physician confirmed that the endoleak was a proximal type I endoleak. A gore® aortic extender component was implanted just distal to the lowest renal artery and the endoleak was resolved. The patient tolerated the procedure. It was reported the patient¿s proximal neck was calcified.